Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged a few weeks after it was first implanted, leading to diaphragmatic stimulation. The dislodgment was confirmed via x-ray and was attributed to the patient's physical activity. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.